Event description:
It was reported to boston scientific corporation in 2008, that a wallflex esophageal stent was used during a colonoscopy procedure performed four days prior. According to the complainant, an esophageal stent was originally placed to correct a vaginal-rectal fistula. When the patient returned to have the stent removed, the green suture detached inside the patient. The doctor was able to remove the stent with his fingers. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Note: the device was used off label.